Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited to emergency services for the treatment of hypoglycemia on (B)(6),2022. Customer current blood glucose level was 280 mg/dl. Customer was used insulin pump system within 48 hours of reported event. Customer alleged over delivery of insulin. Auto mode feature was not active at the time of event. The insulin pump will not be returned for analysis.